Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted 17.5 cm from the lap joint section. Impedance test shows an electrical open proximal waveform between 120-130 cm from the distal housing. Based on the evidence, the as reported code of image poor is not confirmed. The open proximal and imaging window twisted could have not contributed to the event.

Event description:
Reportable based on device analysis completed on 24 oct 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was too dark to diagnose. The procedure was completed with another of the same device. No patient injuries were reported. However, device analysis revealed that the imaging window was twisted.